Event description:
A report was received that the patient's wound at the pocket site had not fully healed following the implant procedure. The patients symptoms included drainage and a hole the diameter of a pencil at the pocket site. The physician prescribed the patient oral antibiotics and treated the pocket site with betadine solution.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 (B)(4) model description: artisan 2x8 paddle lead (lim), 50 cm additional information received indicated that the physician did not think that the infection was device or procedure related since the infection happened about 3 months after the patient was implanted and the implant wounds had healed in that time. The physician reported that the wounds had opened back up for an unknown reason. The patient was also given IV antibiotics and is doing well. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's wound at the pocket site had not fully healed following the implant procedure. The patients symptoms included drainage and a hole the diameter of a pencil at the pocket site. The phyisican prescribed the patient oral antibiotics and treated the pocket site with betadine solution.